Manufacturer narrative:
The explanted corneal inlay has not been returned to the manufacturer at this time. The site is being contacted to determine whether it is still available for analysis. The device history record (DHR) review of the manufacturing lot for this device is underway. Corneal haze and inlay removal are listed in the device labeling as known potential risks. (B)(4).

Event description:
The subject was enrolled in the clinical trial for ide # (B)(4) and underwent implantation of the investigational corneal inlay in the left eye on (B)(6) 2013. The patient was presented with central corneal haze and flattening keratometry (k) reading in the operative eye at 48 months postoperatively. The corneal haze was characterized as recurrent, grade iii in the central cornea. The haze was associated with decreased best corrected distance visual acuity (bcdva) from 20/20 (preoperatively) to 20/40 at onset. Subsequently, the inlay was explanted on (B)(6) 2017. Additional information is being requested.

Manufacturer narrative:
(B)(4)

Event description:
The patient was examined on (B)(6) 2017 and her bcdva was 20/63 with grade 2 corneal haze that is improving.

Manufacturer narrative:
The explanted inlay was returned to the manufacturer and subjected to visual microscopic inspection and dimensional analysis. The edge thickness and diameter were measured and found to be within specifications. Cuts, debris, and surface scratches were observed on the device, but these findings are consistent with findings for corneal inlays that have been explanted since surgical instruments are required to remove the device from the eye and place it in a hydrated storage container for transport. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. (B)(4).

Event description:
Clinical follow-up was requested from the surgeon who provided the following additional information. Although there were no complications during the initial surgery to implant the corneal inlay, the corneal flap was too thin. The patient first presented with corneal haze on (B)(6) 2013 and recurrences were noted at the following visits: (B)(6) 2015; (B)(6) 2015; and (B)(6) 2017. One day after inlay explantation, the patient was stable with grade 2 corneal haze. One month post explant, the patient's best corrected distance visual acuity decreased 34 letters compared to the baseline study visit.